Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This is 9 of 10 reports being filed for the same patient (reference 1825034-2016-04355 / 05528 - 05535 / 05537).

Event description:
Patient underwent a right shoulder revision procedure due to infection and dislocation. All components were removed and replaced with cement spacer molds.